Event description:
Caller reported lancet protruding from softclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
(B)(4). We have defaulted to the first of the year.